Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported with the device in the trocar, the top section of trocar (with top seal) popped out of housing and went up the device. Reusable graspers and dissectors were being used with a lot of torqueing. Seal also leaked a lot with 5mm instruments in the trocar. There was no consequence to the pt.